Event description:
It was reported that an asymptomatic patient presented in the clinic for a device follow-up. Upon interrogation, it was noted that the device exhibited post-paced t-wave oversensing. The device was successfully reprogrammed. The patient was stable before, during and post event and will continue to be monitored.